Event description:
Resident fell from ez lift while being transferred from her bed to her wheelchair. She fell onto the floor when the left half of the sling came off of the ez lift. Accident investigation noted that rubber stop on left side of lift arm was missing.